Manufacturer narrative:
There was no patient injury. A review of the DHR for 11137915 (package) and related assembly lots was conducted and no similar concerns were found. A review of the complaints database was conducted and no similar complaints were found related to this part or lot number. The returned catheter was visually inspected. Tubing separation was noted just below the overmolded portion of the catheter (below the "inverted triangle"). The area of separation exhibited jagged edges. A cross-section of the tubing was reviewed under magnification and found to be fully-formed. Based on a review of the device and the fact that an engineered securement device (such as a bard statlock) was not used with this device, the probable cause for the separation of the catheter tubing is undue tensile force applied to the catheter tubing. The device exhibited jagged edges at the area of separation with is suggestive of the application of undue force. Another potential contributor is flushing the catheter with undue pressure (such as using a syringe smaller than 10 ml or with force despite resistance). Flushing with undue force can compromise the integrity of the catheter tubing. First PICC catheters are 100% inspected at various times during manufacturing. This includes visual inspection, as well as burst, flow, and leak tests to ensure the integrity of the catheter.

Event description:
PICC line pulled apart. Tpn with pepcid/multivitamin/fats infusing. Unknown if mechanical stabilization device was utilized. PICC line discontinued. Medical intervention-new piv placed.